Event description:
It was reported that the insulin pump shut off when customer was rewinding her insulin pump. Troubleshooting was done. Customer's blood glucose was 152 mg/dl. During the troubleshooting, customer stated the display returned. The customer was advised to monitor the insulin pump. Customer mentioned that she had bone infection and taking strong antibiotics. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.